Event description:
It was reported that a pump alarm occurred during pumping, specifically alarm 30. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump, which was still under warranty. The customer was instructed on how to use an alternate insulin delivery method and how to store and return the faulty pump using a pre-paid label. The customer acknowledged and understood these instructions.